Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2007. (B)(4) implantable tachy lead (B)(6) 2012. 4296 implantable pacing lead (B)(6) 2012. (B)(4) implantable pacemaker cardio/defib (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was suspected to have (B)(6) bacteremia packet infection possibly secondary to dialysis shunt implant on the same side. Culture from blood and the device pocket was taken; antibiotic treatment was necessary. The entire system was removed and replaced with a new system. No patient complications have been reported as a result of this event.